Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process after changing the infusion set. There was no reported impact to the customer¿s blood glucose level. The patient chose not to engage with technical support for further assistance and only requested documentation of the issue.